Manufacturer narrative:
Concomitant medical product: lnq11 icm implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and feel in the right ventricle. It was noted that there was tissue in the helix of the lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.